Event description:
Zoom was not working on microscope. Pt was on the table in the operating room. Hosp's bio-med was called to see if they could fix the microscope. Bio-med person decided to replace the fuses. When microscope was turned back on, it started "smelling and smoking." Surgery was cancelled.